Event description:
The 26mm diameter x 15mm diameter x 16.5 cm length aneurx stent graft was inserted into a pt for treatment of an abdominal aortic aneurysm. It was reported that while the physician was attempting to deploy the stent graft, the blue part of the handle was spinning freely. The physician removed the delivery system from the pt and used another stent graft successfully. There was no pt injury. The pt was reported to be fine. The device was discarded by the user facility.

Manufacturer narrative:
Lack of info (unable to perform evaluation of the device, it was discarded).